Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the drawer had failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer found that main drawer 2 had been missing in the storage configuration space. After removing the back panel, it was determined that the connector on the l-board was damaged. The issue was successfully resolved by replacing the l-board. The fse logged into a hardware test application to check driver functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.